Event description:
It was reported that the patient presented in the hospital after experiencing dizziness due to loss of capture observed on the right ventricular (rv) lead. Diagnostic imaging performed and confirmed the event was due to rv lead dislodgement. The rv lead was repositioned to resolve the event and the patient was in stable condition.